Manufacturer narrative:
The insulin pump was received with constant motor error alarms during the rewind due to a corroded motor home switch. Unable to perform functional testing due to the motor error alarms. Moisture damage was also noted on the motherboard and liquid crystal display board.

Event description:
It was stated that the customer was hospitalized for low blood glucose levels, with a reading of 32 mg/dl. It was stated that the customer changed the infusion set, and got a motor error alarm. The customer was found unconscious on the floor. Troubleshooting was attempted, but the insulin pump kept alarming motor error. Advised that the insulin pump would be replaced. Nothing further was reported.